Event description:
It was reported that the patient presented to the hospital for a scheduled MRI scan. Upon interrogation of the pacemaker prior to the MRI, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in automatic mode switch (ams) episodes. The noise was reproducible in clinic. No intervention was performed. The patient was in stable condition.